Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wires do not exhibit damage at the wrist. Engineering was unable to replicate the reported complaint of the instrument not cauterizing. Electrical continuity passed. Engineering eval also observed the distal end of the main tube to have various deep scratches with material removed. The scratches are all under .250" in length and are not aligned with the tube axis. Based on the location and appearance, the damge was most likely caused by a cannula accessory. No other damage found. No other damge found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the fenestrated bipolar forceps instrument would not cauterize. No patient harm, adverse outcome or injury was reported.